Event description:
It was reported that right ventricular (rv) lead pacing impedances increased from 300 ohms to 1000 ohms. In addition, the rv lead thresholds slightly increased. Troubleshooting was performed and slight noise was reproduced on the shock channel. It was noted the patients left side was swollen. Technical services (ts) discussed it was the physicians discretion to continue to monitor the system. This rv lead and implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported. Additional information was received which indicated the right ventricular (rv) lead exhibited high out of range shock impedances, measuring 152 ohms. The shock impedances had gradually increased, so a physiological change was suspected. Technical services (ts) discussed performing commanded shock testing or increasing the upper limit of the out of range alert. This rv lead and ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that the rv lead and ICD were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that right ventricular (rv) lead pacing impedances increased from 300 ohms to 1000 ohms. In addition, the rv lead thresholds slightly increased. Troubleshooting was performed and slight noise was reproduced on the shock channel. It was noted the patients left side was swollen. Technical services (ts) discussed it was the physicians discretion to continue to monitor the system. This rv lead and implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported. Additional information was received which indicated the right ventricular (rv) lead exhibited high out of range shock impedances, measuring 152 ohms. The shock impedances had gradually increased, so a physiological change was suspected. Technical services (ts) discussed performing commanded shock testing or increasing the upper limit of the out of range alert. This rv lead and ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that the rv lead and ICD were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory.the associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.